Event description:
It was reported that the syringe 0.3ml 31ga 8mm 10bag 500 wal experienced hub separation from the device during use. The following information was provided by the initial reporter: material no.: 328512, batch no.: unknown. It was reported that the needle hub separated. Verbatim: consumer reported: needle hub separated. 1 syringe affected. Sample available. Item: 31g, 8mm, 3/10ml cl.

Manufacturer narrative:
Investigation summary: customer returned one (1) 31g x 8mm, 0.3ml relion insulin syringe in an opened polybag from lot 9143874. Relion consumer reported: needle hub separated. The returned syringe was examined, and it was observed that the needle-hub/shield assembly was separated; no damage to the barrel tip was observed. A review of the device history record was completed for batch #9143874. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [200817445] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. As per investigation completed by manufacturing, "on 25 nov 2019, holdrege received photo complaint. A visual evaluation of photo found (1) syringe with no needle assembly attached. There did not appear to be any damage to the tip of the barrel, or anywhere on the syringe. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: l2l dispatch #64190 was created for raised shields. There was debris in the dial. Corrective action: the debris was cleaned out of the dial. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Tip-2019-37 was implemented on (B)(6) 2019 for increased sampling for needle hub separates in 0.3ml. Capa1122103 has been opened to address this issue."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the syringe 0.3ml 31ga 8mm 10bag 500 wal experienced hub separation from the device during use. The following information was provided by the initial reporter: material no.: 328512, batch no.: unknown. It was reported that the needle hub separated. Verbatim: consumer reported: needle hub separated. 1 syringe affected, sample available, item: 31g, 8mm, 3/10ml cl.